Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded.(B)(4).

Event description:
Treatment of a right unruptured cav (cavernous) aneurysm measuring 18-20mm x 8mm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2013 involving two pipelines. The first pipeline did not open; therefore, it was removed from the patient and discarded. The second pipeline was deployed partially open and required balloon angioplasty (an option presented in the instructions for use) to achieve full wall apposition with the distal end. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00243.